Event description:
On (B)(6) 2012, the patient contacted lifescan (B)(4) alleging that this onetouch verioiq meter was reading by a "point or 2" higher compared to his onetouch ultramini meter: the tests were reportedly done within seconds of each other. Specific meter reading comparisons were not provided. The patient confirmed that the test strips were within expiration/discard date and were stored properly. The patient started using the subject meter on (B)(6) 2012 and tests 3 times per day. The patient first noticed the alleged inaccuracy issue on (B)(6) 2012 morning: the results obtained at this time were not reported. The patient stated that he continued to follow his usual diabetes medication routine, which is taking fixed dosages of oral medications (diamicron and metformin) and adjusting his lantus insulin based on his readings. On (B)(6) 2012 evening, the patient reportedly took 18 extra units of lantus based on a high pattern message he received on the meter. He claimed that within a few minutes, he began to feel dizzy, sleepy, and had a headache. He administered self-treatment with 2 glucose tablets and did not receive any other forms of medical intervention. The patient provided a meter reading of "7.5 mmol/l on (B)(6) 2012; however, the time of the test was not reported. On (B)(6) 2012, he obtained "7.0 mmol/l and 8.0 mmol/l" on the subject meter which are considered high for him when his usual readings are 5.0 and 6.0 mmol/l. The patient indicated that he did not have any other illnesses nor had any changes in his activity levels or diet that would contribute to the reported incident. There was no indication that the product caused or contributed to an adverse event since the patient's reported incident does not meet lifescan's criteria for a serious injury. However, this complaint is being reported because the alleged meter read inaccurately high compared to another meter by "a point or 2," which does not meet lifescan's accuracy criteria between 2 different meters. Specific results were not provided for the other meter; however, the patient did report results of 7-8 mmol/l on the subject meter. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.